Manufacturer narrative:
No device was returned but x2 radiographs were provided confirming the alleged event. Review of the reported information suggests off-angled excessive forces applied from the hammering as the possible root cause. Involved lot tu7725 was released into the field in january of 2020. A review of the manufacturing history found no material nonconformance, no manufacturing error, nor discrepancies with respect to material type, treatments or dimension that may have caused or contributed to this event. Parts met acceptance criteria upon release. No additional investigation can be completed at this time, should more information be received a follow-up report will be completed. Labeling review: "warnings, cautions and precautions: the implantation of spinal systems should be performed only by experienced spinal surgeons with specific training in the use of this spinal system because this is a technically demanding procedure presenting a risk of serious injury to the patient." "Pre-operative warnings: the method of use for the instruments are to be determined by the user¿s experience and training in surgical procedures. The instruments should be treated as any precision instrument and should be carefully placed on trays, cleaned after each use, and stored, according to generally accepted hospital methods and practices. The instruments should be carefully examined prior to use for functionality, excessive wear, or damage. A damaged instrument should not be used as this may increase the risk of malfunction and potential patient injury. Care should be used during surgical procedures to prevent damage to the device(s) and injury to the patient." "Do not implant the instruments: complications to the patient may include, but are not limited to: breakage of the device, which could make necessary removal difficult or sometimes impossible, with possible consequences of late infection and migration. Breakage could cause injury to the patient." Device not returned.

Event description:
On (B)(6) 2023 a patient underwent a cervical spinal procedure on unconfirmed levels of the spine. While the surgeon was hammering to tap the tip fractured off inside the bone around the c6-c7. The surgeon opted to leave the fractured portion in situ as it was reported to be flush in bone. The surgery was completed without issue with no adverse patient consequences reported.

Event description:
New or corrected information listed on h10.

Manufacturer narrative:
The device was returned to nuvasive where the complaint was confirmed, radiographs provided confirming the alleged event and unretrieved tip. Review of the provided radiographs showed the fractured tip imbedded in the the end cap between the vertebral body underneath the interbody. The device was received and inspected which confirmed the fractured inner shaft tip and suggested it was the result of hammering/excessive force. Review of the reported event suggests off-angled excessive forces applied from the hammering as the likely root cause of the physical damage, although manufacturing review of the involved lot tu7725 found it was released into the field in january of 2020 as part of a loaner set where repeated use and processing can create wear and damage or time and considered the root cause of the event. The fractured tip per surgeon¿s prerogative was left in-situ fixed in the bone/interbody and the stainless steel materials that were unretrieved in this event can be considered to exert very low toxicity potential and to pose negligible risk to the patient, no additional investigation required. Manufacturing review: a review of the manufacturing history found no material nonconformance, no manufacturing error, nor discrepancies with respect to material type, treatments or dimension that may have caused or contributed to this event. Parts met acceptance criteria upon release. No additional investigation can be completed at this time, should more information be received a follow-up report will be completed. Labeling review: "...warnings, cautions and precautions: the implantation of spinal systems should be performed only by experienced spinal surgeons with specific training in the use of this spinal system because this is a technically demanding procedure presenting a risk of serious injury to the patient..." "...pre-operative warnings: the method of use for the instruments are to be determined by the user¿s experience and training in surgical procedures. The instruments should be treated as any precision instrument and should be carefully placed on trays, cleaned after each use, and stored, according to generally accepted hospital methods and practices. The instruments should be carefully examined prior to use for functionality, excessive wear, or damage. A damaged instrument should not be used as this may increase the risk of malfunction and potential patient injury. Care should be used during surgical procedures to prevent damage to the device(s) and injury to the patient..." "...do not implant the instruments: complications to the patient may include, but are not limited to: breakage of the device, which could make necessary removal difficult or sometimes impossible, with possible consequences of late infection and migration. Breakage could cause injury to the patient..." The device was received and evaluated by nuvasive updated and new information is listed in sections: b4, d1, d2, d9, g4, g6, h2, h3, h4, h5, h6, h10.